Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 8/7/2025 and 8/08/2025. H11: the device was received for evaluation. Visual inspection of the returned sample showed a deformation in the two piece luer lock component. Pressure and clear passage under water testing were performed on the sample; no leakage was observed. The reported condition was verified. The cause of the condition was determined to be the cracked luer locking adapter sleeve due to stuck material in the automatic machine and an inadequate segregation of material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set leaked saline from above the luer lock collar. The issue was identified when flushing the set and priming the angiocath after insertion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.